Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ there were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021, fresenius became aware this peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2020 and discharged on (B)(6) 2021. No additional information provided at intake. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and ceftazidime daily (dose, frequency, duration not provided). The peritoneal effluent culture result was positive for staphylococcus on (B)(6) 2021, and the patient¿s ceftazidime was discontinued. The patient continued to undergo continuous cyclic pd (ccpd) while hospitalized and is recovering from the events. The pdrn attributed causality to an unspecified breach of aseptic technique, while the patient contact was assisting with their treatment. Per the pdrn, the events were unrelated to any malfunction and/or deficiency of a fresenius product(s) and/or device(s). The patient was discharged home on 28/jun/2021 and continues to utilize the same liberty select cycler as before the events without issue. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. The peritoneal dialysis registered nurse (pdrn) attributed causality to an unspecified breach of aseptic technique while the patient¿s daughter was assisting with therapy. Per the pdrn, the serious adverse events were not the result of a fresenius device(s) and/or product(s) deficiency or malfunction. Staphylococcus is commonly found in mucous membranes and the skin of humans and can be transmitted with respiratory secretions. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. End stage renal dialysis (esrd) patient¿s undergoing pd therapy are known to be at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2021, fresenius became aware this peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2020 and discharged on (B)(6) 2021. No additional information provided at intake. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and ceftazidime daily (dose, frequency, duration not provided). The peritoneal effluent culture result was positive for staphylococcus on (B)(6) 2021, and the patient¿s ceftazidime was discontinued. The patient continued to undergo continuous cyclic pd (ccpd) while hospitalized and is recovering from the events. The pdrn attributed causality to an unspecified breach of aseptic technique, while the patient contact was assisting with their treatment. Per the pdrn, the events were unrelated to any malfunction and/or deficiency of a fresenius product(s) and/or device(s). The patient was discharged home on (B)(6) 2021 and continues to utilize the same liberty select cycler as before the events without issue. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. The peritoneal dialysis registered nurse (pdrn) attributed causality to an unspecified breach of aseptic technique while the patient¿s daughter was assisting with therapy. Per the pdrn, the serious adverse events were not the result of a fresenius device(s) and/or product(s) deficiency or malfunction. Staphylococcus is commonly found in mucous membranes and the skin of humans and can be transmitted with respiratory secretions. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. End stage renal dialysis (esrd) patient¿s undergoing pd therapy are known to be at high risk for infections of the peritoneum.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 28/jun/2021, fresenius became aware this peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2020 and discharged on (B)(6) 2021. No additional information provided at intake. During follow-up, the patients peritoneal dialysis registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and ceftazidime daily (dose, frequency, duration not provided). The peritoneal effluent culture result was positive for staphylococcus on (B)(6) 2021, and the patients ceftazidime was discontinued. The patient continued to undergo continuous cyclic pd (ccpd) while hospitalized and is recovering from the events. The pdrn attributed causality to an unspecified breach of aseptic technique, while the patient contact was assisting with their treatment. Per the pdrn, the events were unrelated to any malfunction and/or deficiency of a fresenius product(s) and/or device(s). The patient was discharged home on (B)(6) 2021 and continues to utilize the same liberty select cycler as before the events without issue. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. The peritoneal dialysis registered nurse (pdrn) attributed causality to an unspecified breach of aseptic technique while the patients daughter was assisting with therapy. Per the pdrn, the serious adverse events were not the result of a fresenius device(s) and/or product(s) deficiency or malfunction. Staphylococcus is commonly found in mucous membranes and the skin of humans and can be transmitted with respiratory secretions. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. End stage renal dialysis (esrd) patients undergoing pd therapy are known to be at high risk for infections of the peritoneum.